Manufacturer narrative:
This device is used for therapeutic purposes. Overheating of device or device component. No known impact or consequence to patient. The device was returned for evaluation and repair. Pre-repair temperature check performed at 80k after one minute temperature measure nose: 131 degrees f ; middle 98 degrees f ; rear: 82 degrees f. The housing nose and nose bearings are worn and cable connector is bent. The device was repaired, tested to product specifications and returned to customer. The bur/blade attachment was not returned for evaluation and the product information is unknown. The most likely root cause is related to device wear and tear.

Event description:
The device was returned for repair with a report that during surgery the device got hot. There was no report of user or patient injury. No further information was provided.